Manufacturer narrative:
1038671-2023-02186 h6: corrected medical device problem code, component code, type of investigation, investigation findings, and investigation conclusions.

Manufacturer narrative:
Pending investigation. D10: lgc tibial fit tray cem sz 3.5f / 4.5t 02-012-45-3545, 4160868. Three peg patella 41mm 200-02-41 ,6436381.

Event description:
As reported, approximately 3 years post the initial left tka, the patient was revised and the femoral component and tibial insert were removed due to wear as well as femoral loosening. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.